Manufacturer narrative:
A ge service representative performed an onsite investigation. The f4 fuse on the power relay pcb was evaluated and identified as requiring replacement. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that the system exhibited 'pre-charge errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No pt death or serious injury was reported related to this event.